Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient experienced bleeding 48 hours following a laparoscopic procedure. It was stated that when firing on the small bowel during the procedure, the knife moved completely after the jaws were closed but when tried to open the knife, it did not come back. They had to hold the tissue with a grasper and slowly pulled the stapler from the tissue by force. It was stated that a string near articulation was visibly broken. The event resulted to unanticipated tissue loss and tissue damage. The surgical time was also extended to 30 minutes or more. The event lead to the patient¿s extended hospitalization and still unknown as to how long the patient will be admitted. An additional operation will also be performed to correct the issue.